Manufacturer narrative:
The device was evaluated by olympus staff. In addition to the malfunctions reported in b5, the following were found: angle wire wear; angle shaft was cracked; c-cover (probe cover) was cracked; ch-tube (channel tube) was cracked; fe (forceps elevator) knob was corroded; r/l (right left) knob was corroded; s-cover (scope cover) cracked; switch box cracked; grip was cracked; u/d (up down) knob was cracked; s-body (switch box) was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had broken bowden cables. The issue was found during an unknown event. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunction was found: a-rubber (bending section) contained foreign materials, the connecting tube contained foreign materials and was scratched. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from between scope body and up/down angulation control knob, and distal end. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.